Event description:
It was reported to philips that the system was unable to boot up. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was unable to boot up. Review of the logfiles confirmed the host-pc cmos battery (was)empty malfunction. Upon troubleshooting, philips field service engineer (fse) visited onsite and found bios battery of host pc is low. Fse replaced bios battery. After the replacement of bios battery, the system was returned to use in good working. The codes were updated based on the investigation outcome.